Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion was located in the calcified and non-tortuous right coronary artery (rca). The rupture occurred at 10 atms during the second inflation. The initial inflation was performed to 8 atms. The procedure was successfully completed with a 2.25mm maverick2 monorail balloon catheter. No pt injuries or complications were reported. Pt status is reported as "good".